Manufacturer narrative:
(B)(4). The reported complaint of "unit shutting down while pumping" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to field service report, the field service representative checked the pump and could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "customer reports unit shut down on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "customer reports unit shut down on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).